Event description:
It was reported that the patient was having their device system explanted. The reason for explant was unknown. It was stated there was an infection. It was stated 'the patient does have diabetes and does not recover well from surgical procedures.' Patient and device information could not be obtained. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that perioperative antibiotics were administered. The date of onset of the infection was reported as (B)(6) 2012. The system was infected at both the lead implant site and the ins site, including drainage and incisional wound opening. A culture taken from the pocket site showed (B)(6). The patient was treated with oral antibiotics and a complete explant. It was noted that the patient was later re-implanted.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n295999, implanted: 2012 (B)(4), product type accessory. (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-01521. Additional review indicated the correct manufacturing site was site # (B)(4).